Manufacturer narrative:
Product complaint # (B)(4). The initial reporter phone is not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (301d / w2535) on (B)(6) 2015, to treat an unruptured basilar artery aneurysm (projecting superiorly and anteriorly) with the following dimensions: dome height 7.8mm, dome width 8.3mm, neck size 5.3mm, and dome-to-neck ration of 1.57. The parent vessel diameter was 3.5mm. The day prior to the index procedure, the patient was administered a one-time loading dose of 600mg clopidogrel and 75mg clopidogrel on the day of the procedure; intra-procedure heparin dosage was 6000 units. Fifteen mg reopro was administered to the left posterior cerebral artery during the procedure for the treatment of a thrombus distal to the aneurysm. Verapamil was administered during the procedure for mild vasospasm. The study investigator attributed the mild vasospasm event to have a high probability of being related to the pulserider procedure and to the vasculopathy that is a pre-existing condition in the patient; there is no relation between the vasospasm to the pulserider device. The moderate thrombus that was treated with the reopro was considered to have a high probability of being related to the pulserider procedure and could also be related to the pulserider device. Both events resolved without sequelae during the procedure. There was no report of any device malfunctions / failures. The post-procedure neurological exam was normal. The physician opined that the pulserider procedure was considered a technical success; however, there was incomplete occlusion with apparent flow into the sac. The patient was discharged with dual anti-platelet medication. Imaging taken on (B)(6) 2015, revealed adequate bridging of the aneurysm neck by the pulserider device; the coils were successfully retained within the aneurysm by the pulserider device. At the study conclusion, the patient has complete aneurysm obliteration with 100% patency of the parent artery and branch arteries.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Complaint conclusion]: as reported via the answer study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (301d / w2535) on (B)(6) 2015, to treat an unruptured basilar artery aneurysm (projecting superiorly and anteriorly) with the following dimensions: dome height 7.8mm, dome width 8.3mm, neck size 5.3mm, and dome-to-neck ration of 1.57. The parent vessel diameter was 3.5mm. The day prior to the index procedure, the patient was administered a one-time loading dose of 600mg clopidogrel and 75mg clopidogrel on the day of the procedure; intra-procedure heparin dosage was 6000 units. 15 mg reopro was administered to the left posterior cerebral artery during the procedure for the treatment of a thrombus distal to the aneurysm. Verapamil was administered during the procedure for mild vasospasm. The study investigator attributed the mild vasospasm event to have a high probability of being related to the pulserider procedure and to the vasculopathy that is a pre-existing condition in the patient; there is no relation between the vasospasm to the pulserider device. The moderate thrombus that was treated with the reopro was considered to have a high probability of being related to the pulserider procedure and could also be related to the pulserider device. Both events resolved without sequelae during the procedure. There was no report of any device malfunctions / failures. The post-procedure neurological exam was normal. The physician opined that the pulserider procedure was considered a technical success; however, there was incomplete occlusion with apparent flow into the sac. The patient was discharged with dual anti-platelet medication. Imaging taken on (B)(6) 2015, revealed adequate bridging of the aneurysm neck by the pulserider device; the coils were successfully retained within the aneurysm by the pulserider device. At the study conclusion, the patient has complete aneurysm obliteration with 100% patency of the parent artery and branch arteries. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w2535) presented no issues during the manufacturing or inspection processes related to the reported complaint. Thrombosis and vasospasm are known procedure complications of the pulserider and cerebral vascular procedures. Per the instructions for use, ¿typical antiplatelet and anticoagulation regimen used for interventional intracranial procedures is recommended at the discretion of the treating physician¿. Vasospasm is a common event during intravascular procedures. It results in reduction of blood flow and can be related to manipulation of devices within the cerebral arteries. Although it was reported that the events were not serious and did not result in prolonged hospitalization, they required additional medical intervention to prevent serious injury and therefore, meet MDR reporting criteria. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of (B)(4) in accordance with 21 cfr part 812.